Manufacturer narrative:
The device was inspected on-site and then returned to the manufacturer for analysis. A faulty dvd drive found at the site was confirmed during inspection. The mobile view station (mvs) computer was inspected and found to be fully functional with no problem found. However, it was replaced at the site and this replacement resolved the issue. A system checkout was performed and the system passed all testing. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the system is currently not sending images to the stealth. They have tried multiple cables with no success. They were not in surgery at the time of the call. There was no patient present when this issue was identified.